Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient contacted abbott technical services and noted complaints of chest pain due to the device. The patient was seen in clinic and a neuromuscular pain was observed. There were no issues with the device or the leads. All electrical parameter was in range, and tests were fine. The pain was addressed and resolved. There were no consequences to the patient.